Event description:
Could not put any weight on left knee/incapacitated; left knee swelling; left knee pain removed a lot of fluid. Information was received on 15-jun-2007 from a patient designee regarding a patient, with a medical history of a problem with his patella who experienced left knee pain and swelling, could not put any weight on his left knee and was incapacitated and had a lot of fluid removed from his knee. The patient first received synvisc on in 2007 and again, seven days later. The same day after his second injection of synvisc, he developed swelling and pain in his left knee. The reporter stated that the patient was incapacitated. He could not put any of his weight on that knee and had to get around on crutches. Seven days later, the patient saw his md and he removed a lot of fluid from the patient's left knee and administered an injection of corticosteroid into that knee to treat his symptoms. The fluid from the left knee was analyzed and showed no infections or crystals. The patient received the third injection of synvisc the following seven days and it was well tolerated. At the time of this report, the patient had completely recovered. Manufacturer's comment: the safety and effectiveness of synvisc for conditions other than osteoarthritis have not been established. Qa performed a review of the production and quality control documentation for lot # x0626. All documentation are complete and in order. The product conformed to specifications upon release. No corticosteroid injection.

Manufacturer narrative:
.